Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the displays no longer blank but revealed a distorted display due to the lcd display. Replaced front panel assembly. Display became operational. The device history record did not reveal issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank screen on a cycler during an unknown phase of treatment. The technical support representative assisted the patient with rebooting the cycler, but the screen remained blank. The fresenius technical support representative determined the patient had completed the current treatment by having the patient remove the cassette and power off the liberty cycler. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using their current unit. There was no patient harm or adverse event indicated and it was verified in a follow up. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.